Manufacturer narrative:
Product complaint # (B)(4). Without a valid lot number the DHR is not available. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative without a lot number the device history records review could not be completed. The investigation could not be completed. No conclusion could be drawn, as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip part was deformed. An unrepairable letter has been issued. No further information is available. This complaint is for one (1) depth gauge for 2.7mm & small screws. This report is 1 of 1 for (B)(4).